Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization motor test is performed. If motors test fails, it results in power pack error as per srs 012. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, when the handle was inserted into the shell, the display was checked, and a "power handles error (no shell)" was indicated. The surgeon then used another device to resolve the issue in order to complete the case. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.